Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics assembly. No audio/beep anomaly was noted. The unit was unable to have the frozen screen anomaly on the number countdown during insulin pump initialization start-up confirmed due to the blank display. The blank display anomaly also prevented the performance of any tests. The following physical damage was noted: broken battery tube thread, cracked reservoir tube lip, and minor scratches on the display window.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture; the device was in the shower with the customer and began to make a high-pitched squealing sound. The customer changed the battery a few times but the device would freeze on the number countdown during the insulin pump's initialization start-up. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that the device was alarming with a constant tone. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.